Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla plunger rod broke. This occurred on 2 occasions. The following information was provided by the initial reporter: the first syringe, the plunger broke during the application of benzetacil. It was used a second syringe that also broke. In addition of perforating the patient twice, there was the loss of the medication, compromising the efficacy of the treatment. It's several complaints of the same.

Manufacturer narrative:
H6: investigation summary: photo of reported incident was received to analysis and it was possible to observe the plunger activated. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla plunger rod broke. This occurred on 2 occasions. The following information was provided by the initial reporter: the first syringe, the plunger broke during the application of benzetacil. It was used a second syringe that also broke. In addition of perforating the patient twice, there was the loss of the medication, compromising the efficacy of the treatment. It's several complaints of the same.